Event description:
The customer reported redness, swelling, heat and a hard lump at the insertion site (hip). The symptoms seem to spread or grow larger after the device is removed. She reports no bleeding or other discharge. She applies the pods after showering and cleaning the site with alcohol. A pod from another box didn't cause any swelling or soreness. An insulet clinical services manager followed up with the customer while she was on vacation in canada and recommended she seek medical attention for the symptoms. The customer later reported that she seen a doctor and been prescribed antibiotics for the infections. At the time of her follow up call she was using pods from a new lot and not having any issues.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the product condition. Qualification records were reviewed and the lot met all acceptance criteria. Lot l30901 was released to sterilization on (B)(4) 2012 and completed on (B)(4) 2012 to the sterility assurance level of 10-6 and lal (progenicity). The omnipod user's guide cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site, contact your healthcare provider and treat the infection according to instructions from your healthcare provider." It advises, "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."